Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with novolog insulin and metformin pills. It is not known if the patient made changes to her usual dose of medications; however, that same morning, stated she took less food and/ or drink. "Instantly" after the alleged issue, the patient claims she felt symptoms of "low blood sugar." Specific symptoms were not provided. The patient ate food and/ or drank a beverage as treatment. The patient denied testing on another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.